Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir was loose to screw into the insulin pump. The customer's blood glucose value was unknown. The customer reported that there was grinding noise during rewind. The customer reported that insulin pump had random no insulin delivery alarms. The customer reported that insulin pump had bad battery alert on a good battery. The device will not be returned for analysis.